Manufacturer narrative:
Additional information provided in sections h6 and h11. All batches are released according to the required specifications. A lot code would be required for review of the complaint history and the batch documentation. Retention sample inspection is not required for complaints of this nature. As insufficient information was provided for investigation, a conclusive root cause cannot be determined for the toxic anterior segment syndrome complaint conditions. As no lot code or sample was received/confirmed, no further risk assessment can be performed. A sample or lot code would be required for review of the complaint history and analytical test results prior to release associated with the reported product. Insufficient information provided for investigation or root cause of this complaint; no action is required at this time. Monthly trend reporting for complaints was reviewed and no adverse trend was identified for the reported event code(s) for the product. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that after cataract surgery with intraocular lens implantation, the patient experienced toxic anterior segment syndrome following the use of viscoelastic and disposable handpiece. The patient¿s eyes have been recovered.